Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 of a missing sensor wire that occurred on (B)(6) 2016. The sensor insertion was at the arm on (B)(6) 2016. There was no report of any injury or medical intervention. No additional event or patient information is available. The transmitter was removed prior to removing the sensor pod. Labelling indicates: do not remove the transmitter before removing the sensor pod from your body. The sensor was inserted into the arm. The labelling indicates: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites. If placed in other areas, the dexcom g5 mobile system may not function properly. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4) describe event or problem - additional, device available for evaluation - correction, if follow-up, what type?: additional information, device evaluated by manufacturer - correction, method code - correction to remove (B)(4), method code - additional, result code - correction, conclusion code - correction to remove (B)(4), conclusion code - additional.

Event description:
The complaint device was not returned to dexcom . An applicator was returned for evaluation. A visual inspection was performed and it was concluded that an investigation was unable to be performed because the returned device was incomplete. The reported event of a missing sensor wire was not confirmed. A root cause could not be determined.